Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it was missing segments and was also contaminated. Analysis also found that the upper case, lower case and side bail covers were broken, that the main printed circuit board, heart lead flex, encoder flex and printed circuit board screws were contaminated and corroded, that the battery contacts were compressed and the side bails were missing. It was further noted that due to extensive damage to the generator, it was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the bottom display numbers on the external pulse generator were distorted. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).